Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the vertek arm was no longer tightening down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.